Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cannula ruptured in union with fasteners. The mother reported that the product was broken at 3 months, now it is broken at 1 1/2 months. It has changed 4 cannulas since that time.